Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip pin dislodged at the distal end. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the prograsp forceps instrument jaws came apart. The procedure was complete with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.